Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing increased pain. It was also noted that the patient had high impedances. X-rays were taken and showed that the lead had been fractured that was coined behind the ipg in the pocket site. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing increased pain. It was also noted that the patient had high impedances. X-rays were taken and showed that the lead had been fractured that was coined behind the ipg in the pocket site. The patient will undergo a lead revision procedure.